Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) exhibited a pulse generator fault code indicating this chronic transvenous defibrillation lead was shorted. Further review of the device's stored memory indicated inappropriate therapy delivery due to atrial fibrillation and an out-of-range shocking impedance measurements.